Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 40 mg/dl and 120 mg/dl. Customer felt dizzy and shaky with reading of 40 mg/dl. She ate candy and drank sugar water and retested at 120 mg/dl. Customer then tested at 70 mg/dl about 5-10 minutes later and felt hypoglycemic again. Emts were called and tested the customer at 80 mg/dl on their meter. Customer was transported to the hospital and treated with an IV (contents not provided). No delay in treatment reported. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.